Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, there was poor staple formation and the distal line was incomplete. The reload did not deploy the staples fully and then the knife blades that cut the suture from the tip of the reload did not deploy. It is believed that the reload was not fired completely and hence it did not cut the sutures or place the last few mm of staples. There was no patient injury.